Event description:
It was reported that the fowler was stuck in an elevated position. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
CPR out of adjustment. CPR readjusted.